Event description:
A customer reported a past high blood glucose level, although the specific value was not known as it was displayed as "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. In response to the high blood glucose event, the customer changed the infusion set and cartridge. Technical support recommended consulting with a healthcare professional.